Event description:
The customer stated that low architect co2 results were generated (7, 9 and 8 meq/l) on a plasma sample. Blood gas results were 20 meq/l and a serum sample from the patient generated a result of 18 meq/l. The plasma and serum samples were run on a second architect analyzer and they produced the same results (data was not provided). There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The certificate of analysis for carbon dioxide lot 4148uq08 was reviewed and all final release specifications and acceptance criteria were met. Customer complaint data was reviewed and no adverse trends were identified related to the complaint issue. The architect carbon dioxide reagent package insert and the architect system operations manual were reviewed and were found to adequately address the issue. The investigation did not identify a product deficiency.